Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-02091, 3005168196-2021-02092.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a lantern delivery microcatheter (lantern), a pod coil, and a non-penumbra catheter. It was noted that the patient¿s anatomy was mildly tortuous and calcified. During the procedure, while advancing a pod coil as the first coil through the lantern, the physician experienced resistance. Subsequently, the pod coil unintentionally detached in the lantern. Therefore, the lantern containing the detached pod coil was removed from the patient. Next, while advancing another pod coil through a second lantern past the hub, the physician experienced resistance. Subsequently, the physician retracted the pod coil and removed the lantern. The physician then attempted to advance the pod coil through the lantern on the back table; however, the same issue occurred. Therefore, the lantern was not used in the procedure. The procedure was completed using another lantern, the same pod coil, and ten additional ruby coils.